Manufacturer narrative:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to luxation. Insert was also exchanged. The associated biolox forte ceramic head and r3 acetabular insert were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that the root cause of the ¿luxations¿ which precipitated the first revision, cannot be concluded from the information available. No information for the second and third revision was provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to 3 luxations prior to the revision. Insert was also exchanged.

Manufacturer narrative:
Additional info: a2, a4,, d10, d11, g5, g7, g9,h2, h3, h4, h6, h10: correction: b5, d1, d2, d3, d4, g1: results of investigation: it was reported that a revision surgery was performed to exchange the biolox forte ball head size m (75007442) to oxinium ball head size xl due to luxation. Insert was also exchanged. The associated biolox forte ceramic head, used in treatment, were not returned for evaluation. Therefore, a product analysis could not be performed. The batch number was communicated, a production documentation review and a complaint history review were performed. There were no deviations from standard procedures found. Dislocation is a possible side effect, stated in the IFU lit. No. 12.23, ed. 06/08. The failure mode and the severity of this issue are covered through our risk management files. A clinical evaluation noted no information could no determine the root cause for the reported dislocation of the ball head. No further medical assessment could be performed, without the return of the devices involved and no patient information available. Based on the performed investigations and the information available, the failure mode cannot be confirmed and the root cause stays undetermined. Based on this investigation, the need for corrective action is not indicated. Smith and nephew will continue to monitor this device for further similar issues. Should the devices or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to 3 instances of luxation. Ceramic 36 mm ball head 12/14 36m was exchanged to oxinium ball head 12/14 36 mm xl/+12. Acetabular liner xlpe 56/36 was replaced as consequence of revision.

Event description:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to luxation. Insert was also exchanged.